Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 500 mg/dl at the time of the incident and the current blood glucose was 463 mg/dl. The customer¿s other blood glucose level were 446 mg/dl and 474 mg/dl. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that were unsure if they had a back-up plan available. The insulin pump will not be returned for analysis.